Event description:
The customer contacted beckman coulter, inc. (Bec) to report smelling smoke from their synchron lx20 pro chemistry analyzer. There was no impact to pt sample results or pt treatment associated with this event. The customer reported that the analyzer had locked up at the time the smoke was detected. The customer powered down the analyzer and unplugged it. There was no pt injury to the customer. Medical attention was not sought. It is unk if the facility has a risk management plan in place.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse replaced the power distribution pcb. The fse booted the analyzer and verified all power supplies. All modular chemistry assays were recalibrated. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for add'l reportable events.